Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 34 mg/dl. The caller also stated that the customer has other health issues. No troubleshooting was done at the time of the call. The caller stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.